Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change on the ilet, the device continued beeping and the patient experienced a residual high glucose alert, with bg peaking at 401 mg/dl and trending down after a new insulin cartridge was inserted; the patient had previously depleted insulin, and there was no indication of device component malfunction. No associated adverse clinical symptoms were reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure and failure to follow instructions when insulin ran out and the patient did not revert to alternative therapy after the ilet was shut off or stopped working. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.